Event description:
A nurse reported that during a procedure, while priming the cassette, an advisory message kept popping up despite multiple attempts to follow suggestions on screen. A new cassette was installed resulting in repeated prime failure and more advisory pop ups. There was no balanced salt solution observed on the back of the cassette or the cassette housing. There was delay of approx half an hour before the case could proceed. An alternate system was used; however, a system message displayed during the prime process for the vitrectomy portion of the case. After two attempts, prime was successful and the case was completed.

Manufacturer narrative:
There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).